Manufacturer narrative:
(B)(4). The following information was requested but unavailable: how the procedure was complete? Please provide procedure date. Please provide lot number. Investigation summary: it was reported that the surgeon felt that the needle tip was unusual. A suture needle was returned for evaluation. A fracture was observed near the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn¿t be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown plastic surgery on an unknown date and suture was used. During use, the surgeon felt that the needle tip was unusual and found that the needle tip had been crushed. It was unknown if the needle tip had already been crushed before use, or it was crushed during use. There were no adverse consequences to the patient. Upon evaluation of returned device, the needle was found broken.